Event description:
Ground resistance too high on electrical safety test. No injury reported.

Manufacturer narrative:
Bed found in bed shop. Tech found that ground resistance was too high on electrical safety test. Isolated issue to ground pin on power cord plug was loose. Replaced power cord to resolve the issue.